Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient complained of pain at the implant site, and erosion was indicated. Examination of the patient's implant site did not reveal any outward signs of infection, and there were no cultures noted from past blood work. The event is ongoing, with a decision pending on whether to explant and/or cap the device and leads. No further patient complications have been reported as a result of this event.